Event description:
It was reported that a half day infusor contained particulate matter inside the elastomeric balloon. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device was manufactured from october 15, 2014 to october 17, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter approximately 2.07 millimeters in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be silicone. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.